Manufacturer narrative:
Device evaluated by MFR: synergy ii, us, mr 2.5 x 50mm stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed; positive pressure was applied as folds were relaxed and evidence of medium was inside the balloon body. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found several hypotube kinks along the catheter length. A visual and tactile examination of the shaft polymer extrusion was found no issue. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 12 synergy ii drug-eluting stent, it was noted that there was no stent on the stent delivery system. The procedure was completed with another 2.50 x 12 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4) device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 2.50 x 12 synergy ii drug-eluting stent, it was noted that there was no stent on the stent delivery system. The procedure was completed with another 2.50 x 12 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was okay.